Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 76-year-old female decompensating after multiple surgeries was implanted with an impella 5.5 device for mechanical circulatory support. The patient bled after graft was inserted and required blood products. Physician reported that patient was on anticoagulants. Family withdrew care after 73 hours and the patient expired.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, the patient was on anti-platelet use which was a contributing factor for bleeding at the graft site. The cause of the access site bleeding issue was most likely anticoagulation management related due to anti-platelet use being a key factor for bleeding.